Event description:
The pt's family member called to report that pt was not breathing right at 5:45am. Family member used the suspect device to check pt's blood glucose and obtained a result of 107mg/dl. Family member then called the hospital. Pt was taken to the hospital and pt's blood glucose was 38mg/dl on a hospital meter. Pt was treated for hypoglycemia with an IV and advised to call the device MFR. Level 1 and level 2 glucose control solutions were used on the suspect device system and both controls were within range. The suspect device was replaced with new product and authorized for return to the MFR for eval.